Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image and the insulin pump got shut off. Customer¿s blood glucose level was 123 mg/dl. Troubleshooting was performed. Customer was also advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm noted during testing. Device was received with broken off the belt clip rails, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked select button keypad overlay. (B)(4).